Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery and in the morning she had changed the infusion set but alarms kept reoccurring. The customer's blood glucose was 186 mg/dl. Troubleshooting was performed for no delivery during basal, bolus, and fixed prime. Customer was advised to disconnect at the quick release and perform a manual prime insulin did exit. Customer was advised the alarm occurred due to an occlusion at the infusion set and reservoir connection. The customer is not returning the reservoir for further analysis.